Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -04.50 diopter, within the same surgery due to the lens tore during delivery into the right eye (od). There was no patient injury. Another same model/length lens was implanted during the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue on the product. Visual inspection found the optic and haptic torn, and foreign residue on the lens. Claim#: (B)(4).